Manufacturer narrative:
H3: 8780 catheter: analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2019, explanted: on (B)(6) 2024, product type: catheter, section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 25-feb-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen (2000 mcg/ml at 1634 mcg/day) via an implanted pump for an unknown indication for use. It was reported that the patient experienced symptom return. It was reported that the patient was experiencing spasticity. There were no known environmental/external/patient factors that may have caused or contributed to the event. A pump replacement was scheduled and a catheter access port (cap) procedure was performed in the operating room (or). The catheter was tied off at the spine and a new catheter was placed. The pump would be returned for analysis. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were unknown.